Manufacturer narrative:
Per the information provided in the logs there were alarms provided at the central station which the users silenced via user interaction with the device. The logs show that the patient had a low brady alarm at 2:12:28 (tel 11 alarm ***brady 38 <40) where the ECG was 38 (limit was set for 40) and the alarm was silenced in four seconds by the user. There was another brady alarm (38 < 40) which sounded at 2:12:39 which was superseded by an asystole alarm some thirty seconds later which was silenced by the user five seconds later. The brady alarm limit was changed from 40 to 38 but the patient¿s ECG had dropped to 17 where a brady alarm sounded at 02:13:56 (tel 11 alarm ***brady 17 <38) and was silenced some 5 seconds later by the users. From 2:14:03 to 02:44:00 there were 11 asystole alarms silenced by the users. Per the alarm logs the device was performing normally and the alarms annunciating appropriately. There is no data to support that the device caused or contributed to the patient event. The customer was contacted and provided an explanation of the issue evaluation. The customer reported a patient event and alleged that there were no alarms being generated at the central station for the monitored patient. The patient was being monitored by a 865351 telemetry pwm (patient worm monitor). The initial problem began at 02:12 am on (B)(6) 2014 at bed tel11. Alarm strips were recorded by the central station. Per the information provided in the logs there were alarms provided at the central station which the users silenced via user interaction with the device. The logs show that the patient had a low brady alarm at 2:12:28 (tel 11 alarm ***brady 38 <40) where the ECG was 38 (limit was set for 40) and the alarm was silenced in four seconds by the user. There was another brady alarm (38 < 40) which sounded at 2:12:39 which was superseded by an asystole alarm some thirty seconds later which was silenced by the user five seconds later. The brady alarm limit was changed from 40 to 38 but the patient¿s ECG had dropped to 17 where a brady alarm sounded at 02:13:56 (tel 11 alarm ***brady 17 <38) and was silenced some 5 seconds later by the users. From 2:14:03 to 02:44:00 there were 11 asystole alarms silenced by the users. Per the alarm logs the device was performing normally and the alarms annunciating appropriately. There is no data to support that the device caused or contributed to the patient event.

Event description:
The customer reported a patient event and alleged that there were no alarms being generated at the central station for the monitored patient. The patient was being monitored by a 865351 telemetry pwm (patient worm monitor). The initial problem began at 02:12 am on (B)(6) 2014 at bed tel11. Alarm strips were recorded by the central station. It was reported that there was a patient death. There is no data to support that the device caused or contributed to the patient event.